Manufacturer narrative:
Age at time of event: 18 year or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The in-stent restenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 4.0mmx20mmx135cm (4f) sterling balloon catheter was selected for use and advanced to predilate the lesion. However, upon the second inflation, the balloon ruptured at 12 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.